Manufacturer narrative:
This supplemental report corrects two minor discrepancies in information provided in the original medwatch. The corrections were identified during an internal retrospective review of medwatch reports filed for complaints received by conmed between 01/01/2015 and 02/15/2017. This review was performed in accordance with a pre-approved protocol, conmed document #(B)(4), which defined a process for performing and documenting reviews of previously submitted medwatch reports for accuracy and completeness. None of the selections should be checked. (Lot number) corrected lot number.

Manufacturer narrative:
One (1) damaged device was returned to conmed for evaluation. Visual inspection found the device was received in broken pieces. The detached jaw was identified as a bottom jaw was returned along with the device. The location of the break was at the cam slot in the jaw tail piece, where cross sectional area (material thickness) is the smallest. The device was manufactured on 27-jan-2016. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported breakage. Of the lot containing (B)(4) units, there has only been this (B)(4) complaint for jaw detachment. A 2-year review of product history for this device family showed there have been a total of (B)(4) similar occurrences of jaw detachment, including this complaint. During this same (B)(4) time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4) percent. Further evaluation revealed that jaw components utilized in this lot were top part #135040 vendor lot 740540, and, bottom part #135041 vendor lot 741465. These jaws were manufactured prior to the supplier corrective action dated 11-dec-2013. The IFU (instructions for use), states that "detachatip laparoscopic instruments have been validated for (B)(4) steam sterilization cycles. The useful lifespan of a surgical instrument is largely dependent on the care and handling of the instrument. For optimal life, protect the detachatip instruments from contact with other instruments during cleaning and re-sterilization". Final determination of the device lifetime is at the discretion of the operator. Thus, device damage during cleaning and handling could also contribute to its useful life span. It is unknown how many times this device was re-sterilized by the end-user facility. In this instance, the exact cause of the reported "jaw breakage" was unable to be determined at this time. However, evaluation of similar complaints revealed that this type of breakage can occur, if excessive lateral force was applied during use or if the jaws of the dtip were coming in contact with the jaws of another instrument when grasping the tissue and was inadvertently gripping and/or closing its jaws over another instrument within it grasp. To date there have been no long term adverse effects reported regarding these incidents. The detachatip multi-use graspers, blunt nose dissector is a multi-use laparoscopic dissector intended to grasp/dissect tissue in a variety of endoscopic procedures. To reduce the risk of the jaw breakage and patient injury, the IFU provides the following warnings: - avoid overstressing mechanisms of instruments by properly gripping and maneuvering during surgery. - if excessive force is applied, the mechanism can be easily overstressed resulting in damage or breakage".

Event description:
The user facility reported that during use of the detachatip multi-use graspers, blunt nose dissector, 5mm x 33cm in a procedure on (B)(6) 2016, one of the grasping tips broke off. The broken piece was safely retrieved from the patient with no problems noted. The procedure was otherwise completed with no further complications, surgical delay or patient injury. This report is raised on the basis of potential injury with recurrence.